Event description:
It was found that the patient right load wheel casting was damaged, which may lead to an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.